Event description:
The customer reported: that during I/a of a surgical procedure, there were issues with the vacuum. The cassette was replaced in order to resolve the problem. The pt did not notice anything of this matter and also the doctor had no problem with it. The procedure only took a little bit longer. No pt harm or injury was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).